Manufacturer narrative:
For both events, the investigation could not identify a product problem. The cause of the event could not be determined. The follow up actions for 1 event: the field service engineer found a wash station spilling out and it was not draining correctly. Some incubator positions were found to be dirty and sample cups in the incubator were about 2 mm higher than normal conditions. The high cups caused a mechanical crash against a cover. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>2</noe> malfunction events. Questionable high results were generated by the cobas 6000 e601 module. The events involved a total of 3 patients with the following: 2- elecsys ft3 iii, 1-elecsys ft4 iii assay, 1- elecsys ft4 assay. The patients' ages were requested but were not provided. The patients' weights were requested but were not provided. The patients' genders were requested but were not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.